Event description:
Complainant alleged that while treating a patient (age & gender unknown) during a code, the device displayed a "low batt" massage and then shut down when plugged into an inverter. Complainant indicated that the patient subsequently expired.